Event description:
Boston scientific received information that during the six week post implant visit, when the pocket was manipulated, this device and atrial lead displayed increased threshold measurements. In addition, high out of range impedance measurements were reported. This device was reprogrammed to vvi pacing mode to avoid atrial pacing. It was not thought there was a connection issue, however no x-ray was performed. The atrial-ventricular search hysteresis algorithm was further reviewed for this device. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device was reprogrammed, remains implanted and in service. Should further information become available, this event will be updated.